Event description:
Further follow up with the physician confirmed that the patient does not have any issues with their thyroid, and that the patient's initial report was invalid. No other relevant information has been received to date.

Event description:
The patient reported that the vns caused her hypothyroidism, which has only occurred since the vns was implanted. The patient also mentioned that they have put on some weight due to their low thyroid levels. No other relevant information has been received to date.